Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Pharmacist reported a right side rupture of the device discovered via MRI. Device explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; broken shell, brown particles in shell, around 0-25% of the shell is missing, underweight, flat creases. A microscopic analysis was performed which identified; broken shell and curved openings with striated edge on posterior and anterior side, broken shell with sharp edge where is localized stresses induced in posterior side, and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: broken shell and openings with striated edge assessed as surgical damage. Broken shell with sharp edge where is localized stresses induced assessed as surgical impact. Missing shell that is assessed as inconclusive.

Event description:
Pharmacist reported a right side rupture of the device discovered via MRI. Device explanted and replaced.